Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged display issue was duplicated. The pump powered up to a dim and discolored display. Auditory and vibratory features were operational. No tactile issue was observed with the buttons.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump display had a display issue of dim/fading/color spectrum. There was no health consequence to the patient associated with the reported incident, and no medical treatment or health care provider intervention was required. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.